Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted. This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not performed as intended. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
(B)(4).